Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) open and (B)(4) unopened racepacks. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were we manufactured and distributed, there are no units in stock. Received (B)(4) closed samples and (B)(4) open and used sample with the needle detached from the thread. Tested the needle attachment of the closed samples received and the results of one of the samples does not fulfil the minimum of the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). Needle is detached.